Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019. The customer¿s blood glucose levels were 600 mg/dl and closer to 700 mg/dl. The customer's current blood glucose level was 260 mg/dl. The customer treated with the long acting insulin and manual injection. Customer was in intensive care unit. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.